Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No adverse trend could be identified, therefore no further activities are required. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by a nurse that a patient was seen approximately four weeks prior with signs and symptoms of corneal ulcer. The patient was then referred to the local infirmary. The patient admitted that she wore the contact lenses 15 hours per day and wore them while taking showers, swimming and scuba diving. It was mentioned that the ulcer was situated in the lower temporal quadrant of the left eye (os) and that the symptoms started approximately 24 hours prior. The patient was treated with two types of unknown antibiotic drops every two hours for three days and then every four hours for further four days. During the patient's follow up visit, the ophthalmologist prescribed a course of gentamycin and it was noted that no corneal staining, pain or any symptom was observed. The patient restarted contact lens wear on a planned build up of four, six and eight hours. Three days after, the patient reported that the ulcer had returned. Additional information has been requested but not yet received.